Event description:
Boston scientific received information that the patient had received inappropriate shocks for noise that oversensed on the right ventricular (rv) lead. Patient was evaluated in clinic post shocks. Pacing impedances measuring greater than 2000 ohms and shocking impedance measurements were greater than 200 ohms along with increased thresholds were observed. Upon interrogation a message displayed stating the "shock delivered into an open condition". This patient is not pacer dependent, so there were no issues with capture. A lead revision occurred the following day to replace the right ventricular (rv) lead due to a fracture found on x-ray. During the revision when the new right ventricular (rv) lead was connected to the original device defibrillation threshold (dft) test was in process, a fault message was observed. There was an attempt to perform a manual cap reform, at which time the device went into limited device capacity state. The local field representative consulted with boston scientific technical services (ts) who stated the limited device capacity is that shorted condition likely shorted the device. The fault code displayed is for a long charge time (45 sec.). Boston scientific technical services (ts) discussed that both the device and lead should be replaced due to the shorted condition. Additional information was later received that, the physician elected to replace the device however, not the new right ventricular (rv) lead. Following defibrillation threshold (dft) tests the lead tested appropriately with the replacement device. There were no adverse patient effects reported.

Manufacturer narrative:
The device was explanted and returned for analysis. This right ventricular (rv) lead was capped and remains surgically abandoned within the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.